Event description:
Description of event according to initial reporter: the filter was significantly tilted in the patient into the wall of the inferior vena cava (ivc). The ivc and bilateral iliac were occluded. The physician attempted to cross and treat the iliac occlusion, but could not cross. He elected to end the procedure there. They never actually tried to retrieve the filter. The plan for any further intervention has not been confirmed. The physician also made the note that the filter was not completely expanded. This physician did not implant the filter. He did not know who placed the filter or when it was placed.